Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. Complaint sample was evaluated. And the reported event was confirmed. Femoral head provisional 12/14 neck taper, 3.5 mm neck length 36 mm diameter visual review shows nicks and gouges to the spherical surface and taper hole. Cut line through the device. No other damage noted. Device has an approximate field age of 3 months. Device history record (DHR) was reviewed, and no discrepancies were found. Root cause was unable to be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available, at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 04034.

Event description:
It was reported that during total hip procedure the trial head became stuck on the avenir stem. The surgeon was unable to remove the trial head despite using various bone tamps and head impactors to try and knock it off the stem. The surgeon had to cut the trial head off with a saw to remove it; the trunnion on the stem became damaged and had to be removed. Additional stem was available to complete the procedure with a delay of 20 minutes. No additional information.